Manufacturer narrative:
Report date: 16aug2021. There was no patient involvement.

Event description:
The customer reported that system is not turning on. The device was not in use on a patient. No patient or user harm was reported. The remote service engineer (fse) confirmed the reported failure. The customer identified the power switch light emitting diode (led)did not illuminate with the power connected. There was good power to the power supply, no power out. The battery voltage also read zero at j1 of the power management (pm) printed circuit board assembly (pcba) and directly at the battery. The customer verified good meter operation by reading another battery. The (rse) recommended replacing the power supply and leaving the battery disconnected, after then verify if the power switch led is illuminated to alternating current (ac) power. If it illuminates, then power the unit on and verify operation. If good, then turn the vent off, remove ac power and install a new battery. The customer replaced the power supply board to resolve the issue. The unit was tested, and it was returned to service.